Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send to service laboratory bbm ag in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): product blocked: device blocked and in alarm. The entire device is blocked. No patient incident because there was a nurse nearly.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. Because no date of event was mentioned, the history files could not be examined in detail. The history files revealed no device alarm and no error message "drive blocked". The device showed heavy signs of use as well as heavy contaminations. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Within the performed long term test the error message "drive test error, brake-close error" occurred, but that is not related to the error message "drive blocked" . Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. Inside of the pump we found several mechanical damages, which have to be caused by a high mechanical impact. Despite of the found damages, the pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. Following is described in the IFU: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. · if the pump falls down or is exposed to force, it must be checked by the service department. - in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.